Manufacturer narrative:
During quality investigation, the complainant's complaint was confirmed; the device exceeded the maximum allowed temperature rise during testing. Worn bearings, damaged motor and spindle housing were identified as the cause of the failure. The faulty parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device.